Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to immersion during cleaning. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that during testing, the device was "overheating." The device was not used in surgery. There were no injuries reported nor was medical intervention required. There was no add'l info provided.